Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The sensor was removed on the evening of (B)(6) 2020 and a portion remained in the skin with a portion protruding. The following morning while showering, she felt something in the insertion site. She contacted her physician, was evaluated and underwent a procedure to remove the wire from her skin. The physician removed a one-half inch long piece of wire from the abdomen, no incision or sutures were required. At the time of report, the patient was doing good. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The sensor wire was missing. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.